Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 272 mg/dl. Insulin injections were administered to address the bg level. The customer had performed a system check after the occlusion alarms and the occlusion appeared to possibly be related to the cartridge.